Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd discardit¿ ii syringes with detached bd microlance¿ needles experienced leakage past the stopper. The following information was provided by the initial reporter: leakage of 20ml discardit syringe. While using in syringe pump, medication spilled out of the syringe from back side.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 300330 and lot number 2204507. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) video samples and four (4) picture samples were provided for evaluation by our quality engineer team. Through examination of the samples, leakage was observed. It has been concluded that the leakage most likely resulted from damage to the plunger lip component. This type of damage may occur during the handling of the product through the manufacturing process or within the plunger assembly machine.

Event description:
It was reported that 5 bd discardit¿ ii syringes with detached bd microlance¿ needles experienced leakage past the stopper. The following information was provided by the initial reporter: leakage of 20ml discardit syringe. While using in syringe pump, medication spilled out of the syringe from back side.